Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, insulet's pump partner notified dexcom of a discrepancy between the cgm app reading and the patient¿s actual bg level. According to the report, the cgm app displayed a low glucose reading (exact value not provided), while the patient¿s bg was significantly elevated. On approximately (B)(6) 2025, the day of the event, the patient experienced symptoms of nausea and vomiting. A confirmatory fingerstick test revealed a blood glucose level of 700 mg/dl, indicating severe hyperglycemia. Despite the cgm indicating a low glucose range, the patient was in a hyperglycemic state, which may have contributed to the onset of diabetic ketoacidosis (dka), although the presence of ketones was not confirmed. It remains unknown when, how, or by whom ketone testing was performed. The patient was subsequently transported to a hospital, where they received intravenous treatment. The duration of the hospital stay is currently unknown. This incident was reported to omnipod for further investigation. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.